Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The med inserted the sheath via the femoral artery and while advancing the iab into the sheath it became stuck. The md experienced great difficulty removing the iab from the sheath. After the iab was removed the md noticed that the membrane was torn. The md commented that the patient's anatomy was extremely tortuous. After the iab was removed the md requested a second iab. The sheath remained in the patient. Reference medwatch 1219856-2008-00371 for the second event involving the same patient.